Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure (batch no. 50647767) inserted. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure (batch no. 50647767) inserted. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number: 50647767 manufacturing date: 2012/02 expiration date: 2015/02. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via lawyer and describes the occurrence of device dislocation ('migration of the essure to the abdominal cavity'), fallopian tube perforation ('perforation of the fallopian tubes') and perforation ('perforation of other organs (after migration)') in a female patient who had essure (batch no. 50647767) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "complications associated with combined endometrial ablation" on (B)(6) 2012 and device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("pain immediately after implantation"). On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), fallopian tube enlargement ("swelling of the fallopian tubes"), fallopian tube disorder ("twitching of the fallopian tubes"), medical device site calcification ("severe calcifications of essure in the fallopian tube"), abdominal pain ("severe chronic pain in the abdomen"), back pain ("severe (chronic) pain in the back"), allergy to metals ("nickel allergy"), hypersensitivity ("allergic reactions"), heavy menstrual bleeding ("menstrual cycle changed: abnormally heavy bleeding"), abortion spontaneous ("miscarriage"), headache ("severe (chronic) pain in the head"), premature menopause ("early menopause"), arthralgia ("severe (chronic) pain in the hips"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), mental disorder ("mental health problems"), female sexual dysfunction ("problems in sex life"), mood swings ("mood swings"), tooth disorder ("dental problems") and skin disorder ("skin problems"), was found to have a pregnancy with contraceptive device ("unwanted pregnancy") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, fallopian tube perforation, perforation, fallopian tube enlargement, fallopian tube disorder, medical device site calcification, abdominal pain, back pain, procedural pain, allergy to metals, hypersensitivity, heavy menstrual bleeding, pregnancy with contraceptive device, abortion spontaneous, headache, hormone level abnormal, premature menopause, arthralgia, fatigue, amnesia, disturbance in attention, mental disorder, female sexual dysfunction, mood swings, tooth disorder and skin disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, amnesia, arthralgia, back pain, device dislocation, disturbance in attention, fallopian tube disorder, fallopian tube enlargement, fallopian tube perforation, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, medical device site calcification, mental disorder, mood swings, perforation, pregnancy with contraceptive device, premature menopause, procedural pain, skin disorder and tooth disorder to be related to essure. The reporter commented: the female plaintiffs each suffered, soon after the implantation of essure, from serious physical symptoms. Each of them had to undergo surgery to have the essure removed, whereby the fallopian tubes and often (parts of) the uterus and/or ovaries were taken out and scars were left behind. Therefore, they each have permanent physical injury. For each of the women, the complaints decreased once the essure was removed. Almost all or all of the symptoms disappeared for all the female plaintiffs after removal of the essure. Lot number: 50647767. Manufacture date:2012-02. Expiration date: 2015-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-mar-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure to the abdominal cavity'), fallopian tube perforation ('perforation of the fallopian tubes') and perforation ('perforation of other organs (after migration)') in a female patient who had essure (batch no. 50647767) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "complications associated with combined endometrial ablation" on (B)(6) 2012 and device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("pain immediately after implantation"). On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), fallopian tube enlargement ("swelling of the fallopian tubes"), fallopian tube disorder ("twitching of the fallopian tubes"), medical device site calcification ("severe calcifications of essure in the fallopian tube"), abdominal pain ("severe chronic pain in the abdomen"), back pain ("severe (chronic) pain in the back"), allergy to metals ("nickel allergy"), hypersensitivity ("allergic reactions"), heavy menstrual bleeding ("menstrual cycle changed: abnormally heavy bleeding"), abortion spontaneous ("miscarriage"), headache ("severe (chronic) pain in the head"), premature menopause ("early menopause"), arthralgia ("severe (chronic) pain in the hips"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), mental disorder ("mental health problems"), female sexual dysfunction ("problems in sex life"), mood swings ("mood swings"), tooth disorder ("dental problems") and skin disorder ("skin problems"), was found to have a pregnancy with contraceptive device ("unwanted pregnancy") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, fallopian tube perforation, perforation, fallopian tube enlargement, fallopian tube disorder, medical device site calcification, abdominal pain, back pain, procedural pain, allergy to metals, hypersensitivity, heavy menstrual bleeding, pregnancy with contraceptive device, abortion spontaneous, headache, hormone level abnormal, premature menopause, arthralgia, fatigue, amnesia, disturbance in attention, mental disorder, female sexual dysfunction, mood swings, tooth disorder and skin disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, amnesia, arthralgia, back pain, device dislocation, disturbance in attention, fallopian tube disorder, fallopian tube enlargement, fallopian tube perforation, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, medical device site calcification, mental disorder, mood swings, perforation, pregnancy with contraceptive device, premature menopause, procedural pain, skin disorder and tooth disorder to be related to essure. The reporter commented: the female plaintiffs each suffered, soon after the implantation of essure, from serious physical symptoms. Each of them had to undergo surgery to have the essure removed, whereby the fallopian tubes and often (parts of) the uterus and/or ovaries were taken out and scars were left behind. Therefore, they each have permanent physical injury. For each of the women, the complaints decreased once the essure was removed. Almost all or all of the symptoms disappeared for all the female plaintiffs after removal of the essure. Lot number: 50647767 manufacturing date: 2012/02 expiration date: 2015/02. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-mar-2022: lawyer (reporter added) provided new events (previously only device removal reported). Reported causality comment added. Upon internal review this report was detected to be a duplicate of record # (B)(4), which will be deleted in bayer safety database after all information was transferred to this retained case. New information received via lawyer (reporter added): essure inserted on (date specified: (B)(6) 2012. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.